Event description:
One incident of disconnect between the bloodline and pt's cardiomed catheter. This occurred approximately 1 1/2 hours into hemodialysis treatment. No problem is noted with connecting the catheter and bloodline at initiation of treatment. Connection is reported to have been adequately tightened, locking ring engaged, and double taped. Ebl=500 cc. 2 units of blood were administered to pt. The complaint sample was discarded at the time of the incident.